Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's brother reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 300 mg/dl. Customer was wearing the device at time of hospitalization and while in the hospital. Customer's brother mentioned the device stopped working when the customer was in the hospital and customer's blood glucose went up to 1162 mg/dl. Customer was moved to the intensive care unit. Found the cannula was bent, device did not alarm no delivery alarm. Customer will not be returning the device for analysis.